Event description:
It was reported by the physician's office that the patient underwent a prophylactic battery replacement as the patient's mother did not feel the device was "working anymore." The mother also said that the patient's seizures had increased, and the frequency was said to be worse than before the patient had vns. The physician's office stated that the patient had infantile spasms and was one of the most intractable cases under their direction. The generator had been replaced prophylactically when the patient was in surgery for epilepsy surgery. The device was stated to be properly functioning at the time of explant (no specifics given). Attempts for further information have been unsuccessful to date.